Manufacturer narrative:
Event conclusion: this device has been explanted following the patient's death. The device has been received and is currently being analyzed by the reliability assurance laboratory. Upon completion of analysis, this event will be updated.

Event description:
Event description boston scientific crm received information that during a transtelephonic monitoring session, the pt with this pacemaker experienced syncope and asystole as the magnet was applied to the device. The patient eventually came to and was taken to the hospital by ambulance. A device replacement was recommended at the hospital, however the procedure was declined by the patient's family. This patient died the following day due to an unknown cause of death. This device was in service for 9.58 years, exceeding the expected minimum longevity of 8.1 years at nominals.